Manufacturer narrative:
Continued h.6. [Health effect - impact code]: f2203.

Event description:
Healthcare professional reported capsular contracture grade I. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported left side rupture confirmed via mammogram, ultrasound and MRI. The device remains implanted. Healthcare professional reported "small fluid collection is seen inferior and lateral to the implant".